Manufacturer narrative:
H6. Adverse event problem component code: (4756) appropriate term/code not available per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was notified that during aquablation therapy and while the patient was in the or under anesthesia, an "e03 - console error" occurred during jet alignment and treatment. Troubleshooting steps were initiated, including powering down the aquabeam cpu and aquabeam console, and disconnecting the aquabeam motorpack, aquabeam footpedal, and aquabeam handpiece; however, despite these efforts, the error code persisted. As a result, the procedure could not proceed as planned and was converted to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam console was not returned for investigation. Three (3) good faith efforts were made by procept to retrieve the aquabeam console and treatment log files without success. Due to the inability to investigate the device, the root cause remains undetermined. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The ab2000 manual, um0101 rev. F: e03 ¿ console error, release foot pedal and click x. If error persists, turn off and turn on console. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.